Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Catheter failed to thread through the tip of the tuohy needle.

Event description:
Catheter failed to thread through the tip of the tuohy needle.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A design history review was performed for part # kz-05500-007 and kz-005400-030 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without the sample. No further action is required at this time.